Event description:
It was reported that the caller experienced intermittent occlusion alarms with their device, which caused their blood glucose levels to be displayed as "high," a specific value was not provided. The elevated blood glucose was addressed with a correction injection and the occlusion alarms were resolved with changing the infusion set and cartridge. The customer successfully resumed insulin therapy.